Event description:
It was reported an attempt to reprogram the patient was made and a lead migration was suspected based on patient feedback. No diagnostics or further follow-up was planned for the patient. No outcome or symptoms were provided with this event. Further follow up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).